Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
20 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that having difficulty connecting communicator to implant. Agent did not ask about the circumstances that led to the reported issue. Reviewed navigation basics and it was determined that patient forgot to open the micro mytherapy app when trying to connect to implant. With instruction patient connect to implant however did received por message which patient was able to clear and turned therapy back on. When asked, patient hasn't had any recent medical tests or procedures however did recently charge implant. The troubleshooting steps that were taken on the call resolved the issue.